Event description:
The customer reported the evis exera iii video system center display snowy multi-color screen. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the display issue was confirmed. Based on the results of the investigation, the root cause of the display snowy multi-color screen was due to faulty patient circuit board set. Olympus will continue to monitor field performance for this device.